Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that review of an untreated event and the presenting data was requested. A boston scientific technical services consultant noted smart pass had been disabled in the untreated event and there was oversensing. The presenting appears to show myopotential noise. The consultant recommended programming smart pass back on, review s-ECG's and increasing the rate to evaluate for morphology changes. It was subsequently reported that the oversensing and myopotentials were due to the initial inadequate positioning of the electrode into the patient's left pectoral muscle. A revision procedure was performed and the system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that review of an untreated event and the presenting data was requested. A boston scientific technical services consultant noted smart pass had been disabled in the untreated event and there was oversensing. The presenting appears to show myopotential noise. The consultant recommended programming smart pass back on, review s-ECG's and increasing the rate to evaluate for morphology changes. It was subsequently reported that the oversensing and myopotentials were due to the initial inadequate positioning of the electrode into the patient's left pectoral muscle. A revision procedure was performed and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.